Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer corrected the time replaced supplies and resumed insulin therapy. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, a correction bolus via the pump, and drinking water.